Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and replaced the bd pcb, which resolved the reported issue. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt).

Event description:
A report was received stating a ventilator generated an unspecified malfunction of the breath delivery (bd) printed circuit board (pcb). There was no patient involvement. There is no report of death or serious injury associated with this event.